Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening of the tibial tray and femoral components at the cement to implant interface. Cement manufacturer is unknown. Patient has a left total sigma knee that was done 17 years ago. The femur came off with no cement on it's backside. The tibial tray came out easily too, with no cement on it's backside. The patella was well fixed and retained. New components were implanted. Doi: 17 years ago, dor: (B)(6) 2020, left knee.